Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa. During the act check, it was noted that the stop cock was closed, and the patient did not receive any heparin before transeptal access. The patient was immediately administered heparin and the wds was evaluated for position, anchor, size, and seal (pass) criteria. Transesophageal echocardiography (tee) revealed that a mobile thrombus strand was attached to the face of the closure device on the mitral side and the compression was below 10%. The physician opted to release the device. The patient was admitted to the hospital with the plan to keep on heparin and monitor the status of thrombus and neuro checks. The patient will also be placed on anticoagulation medication (eliquis).